Event description:
Gallbladder attack [gallbladder disorder]. Case narrative: this initial spontaneous report was received from the united states of america reported by a ro physician on (B)(6) 2022. A 47-year-old female patient (weight: 180 lbs) experienced gallbladder disorder while on plenity for elevated bmi (weight management). The patient¿s surgical history included: c-section, hysterectomy, cyst removal, tummy tuck, gallbladder removal and cholecystectomy; historical condition included tachycardia and drug allergies and other medical device usage were not reported. The concomitant medications included metoprolol tartrate (film coated tablet), baclofen, duloxetine hydrochloride (delayed release capsule), buspirone hydrochloride (tablet) and collagen. On (B)(6) 2022, the patient started oral therapy with plenity at a dose of three capsules twice daily before lunch and dinner for elevated bmi (weight management). The lot number and expiry date of plenity were not reported. On (B)(6) 2022 (reported as sunday night) after taking plenity for four days, the patient went to the emergency room due to a gallbladder attack (pt:gallbladder disorder). The patient was hospitalized and underwent cholecystectomy (removal of gallbladder) and was discharged from the hospital on (B)(6) 2022. This case was assessed as serious based on the seriousness criteria of hospitalization and intervention (cholecystectomy). On an unspecified date, the patient discontinued (cancelled) plenity and was recommended for follow up. Action taken: patient discontinued plenity as a result of event gallbladder disorder the outcome of the event gallbladder disorder was unknown. This case was verified by a healthcare professional. Company comment: this spontaneous report refers to a 47-year-old female patient who experienced gallbladder disorder while on plenity for elevated bmi (weight management). The patient has a past medical history of tachycardia and past surgical history of c-section, hysterectomy, cyst removal and tummy tuck. Concomitant medications include metoprolol tartrate, baclofen, duloxetine hydrochloride, buspirone hydrochloride and collagen. The event occurred after 4 days of starting plenity and plenity was discontinued due to the event.the patient was taken to emergency for gall bladder disorder and a cholecystectomy was performed. This case is assessed as serious based on the seriousness criteria of hospitalization and intervention provided (cholecystectomy).the causality for the event is assessed as unlikely due to lack of pharmacological plausability and the known indications of cholecystectomy being associated gall bladder disorders.